Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states that insulin pump was not dropped or bumped. Customer states drive support cap was sticking out, but disconnected and pushed it back in. Customer's blood glucose was 170 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. Customer also reported of being hospitalized on (B)(6) 2015 with blood glucose of 247 mg/dl. Customer would need to call back due to being at work.